Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 400 mg/dl. The customer stated that he developed ketones and was extremely nauseated. He noted that he was unable to keep anything down and became dehydrated. He was hospitalized, treated with intravenous fluids and insulin, and kept overnight. He was wearing the insulin pump at the time of the event. He advised that he felt as though the high blood glucose hospitalization was due to a user error having not changed the infusion set and reservoir in a timely manner. He stated that the issue had nothing to do with the insulin pump. The most recent blood glucose reading was 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.